Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizziness during capture testing. When the left ventricular capture test was run, the patient became syncopal upon loss of capture and hit her head on the counter. The patient was examined by the physician and was declared ok to go home.